Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. On (B)(6) 2017: during a follow-up, the customer reported the occlusion alarm was resolved by performing a complete supply change and no additional occlusion alarms had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer uses u-500 insulin in their cartridge. Tandem technical support informed the customer the different causes of occlusion alarms and that u-500 insulin is contraindicated for use with the pump.